Event description:
The needle failed to retract causing the clinician to receive a needle stick injury.

Manufacturer narrative:
A root cause analysis was unable to be determined as the customer will not release the sample.